Event description:
It was stated that the insulin pump was not delivering insulin during the basal rates or boluses. It was stated that the insulin pump clicks as if it's delivering, but no insulin exits. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.